Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion site came out today during sleeping. This issue may result in leakage od medication. Patient experienced high blood glucose. There was patient involvement with no harm.